Event description:
The medical center placed an impella cp for support of a patient with multiple cardiac and systemic comorbidities. The patient was admitted for a mitral valve replacement and when under anaesthesia she deteriorated and was placed on the cp. After 3 hours of impellla support the patient was diagnosed with an embolic cva and facial asymmetry. The thought was the embolic event was due to the impella support. The patient has survived the event. No intervention was done for the small stroke.

Manufacturer narrative:
The medical center did not return the impella pump for any analysis. No imaging was shared. No root cause of the cva can be determined. Should new information be shared that leads to a root cause, a final report will be filed. The failure mode will be monitored and trended.

Manufacturer narrative:
Since the original report was filed, the investigation into the cva has concluded. The product was not returned for any benchtop analysis, however the data logs were able to be reviewed. The logs revealed no evidence of biomaterial ingestion. There was no evidence of the embolic event being due to the use of impella. The causal relationship between the cva and the use of impella could not be determined. The failure mode will be monitored and trended of note the IFU states: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿